Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic with symptoms of syncope. Patient is pacer dependent and has a history of passing out which was not discovered previously. Patient was tested with coughing routine and oversensing myopotential was observed. Programming changes were made. Patient is stable.